Event description:
During product eval, evidence of an unauthorized replacement outside the factory of the j6 connector of the input/output printed circuit board was discovered. During due diligence activities, the customer reported that there has been no pt injury associated with this device.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter's eval found evidence that the j6 connector of the input/output printed circuit board has been replaced by an unauthorized process outside the factory. There is damage on the connector and traces of flux at the soldier joints. The input/output shielding shows damage at the end near the connector. Baxter medina does not have a process whereby parts are replaced on either the input/output printed circuit board or the processor printed circuit board. The device was determined to not be within specification in relation to the reported symptom. The input / output printed circuit board and shielding were replaced and the device returned to the customer. Referenced MDR 1314492-2013-00677 for the same device.